Manufacturer narrative:
The device was returned for analysis. The reported polymer material separation was able to be confirmed. The reported stretched coils was unable to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy and/or manipulation of the device resulted in the noted bent distal core and ultimately resulted in the reported/noted polymer material separation and the noted slightly unraveled polymer coating. The reported stretched coils was unable to be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified right common iliac artery. The ht command 14 guidewire crossed the lesion with resistance felt with anatomy; however, when removed from the patient it was observed that the tip coils of the wire was stretched and polymer coating separated at the distal end. Another non-abbott guide wire was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.